Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump display was blank. The customer changed the battery but the display did not return immediately. The customer was unsure of the blood glucose reading at the time. The insulin pump showed no signs of physical damage and had not been dropped, bumped or exposed to moisture. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and reported that the display did return. The customer was sent a new battery cap and advised to monitor the insulin pump.